Event description:
Healthcare professional reported via device tracking infection within 90 days of implant. Device has been explanted.

Manufacturer narrative:
Initial reporter: email - (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (early onset).

Event description:
Healthcare professional reported via device tracking infection within 90 days of implant. Device has been explanted.